Event description:
Patient complaining of pain and swelling. In 2006 (5 weeks post op), surgeon re-operated patient to find the implant floating in the subacromial space along with a lot of pus. Cultures of implant and sutures (including vicryl knot found loose) were positive for propicibacterium acnes. Follow up revealed the patient experienced drainage about 5 days prior to re-operation on first post op intervention, a piece of vicryl was removed and antibiotics prescribed. A revision surgery was then necessary, after the patient was treated with antibiotics without resolution. This device used for treatment.

Manufacturer narrative:
DHR review revealed nothing relevant to this event the organism identified in the cultures is an anaerobe bacteria commonly found in sebaceous glands and follicles, cross-contamination is the most common cause of the infection reported. There are no other complaints for this part/lot number combination and no issues were found with the sterilization. The cause of the loose implant was not determined from the information available. Implant stability could have been affected by the infection reported.